Event description:
Subject (B)(6), a 32-year-old female with a significant ophthalmic history including bilateral myopia, retinal detachment in the right eye treated with scleral buckling, and long-term contact lens use, received study filler injections (ellanse s) on (B)(6) 2025. The following morning, she experienced a burning sensation behind her right eye, [?]existing floaters' exacerbated by ocular movement, which resolved by the evening of the same day. She denied any vision changes, photophobia, flashes, or headaches, and reported the pain was distinct from her prior retinal detachment episode. Examination by the ophthalmologist revealed no new abnormalities: extraocular movements were intact, pupils were equal and reactive, and visual acuity was 20/20 bilaterally. Slit-lamp examination showed bilateral meibomian gland dysfunction of both upper and lower eyelids, tear film deficiency, and telangiectasias. Posterior segment exam and intraocular pressure were normal in both eyes. Her symptoms resolved spontaneously without sequelae, and a causal link to the filler injection remains unconfirmed.

Manufacturer narrative:
This adverse event has resolved.